Event description:
It was reported that the patient believed that the lead component of their implantable neurostimulator (ins) had migrated as they were getting stimulation in their neck but, even when it was turned all the way up, they felt only slight stimulation in their shoulder. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3888-56, lot # v866966, serial# implanted: 2012-03-14 explanted: product type lead product ID 3888-56, lot # v900218, implanted: (B)(6) 2012, product type lead; product ID 3888-56, lot # v866966, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).